Manufacturer narrative:
Mindray service representative replaced the co2 board, calibrated and safety tested the unit.

Event description:
Customer reported the passport 2 monitor's co2 function was not working which may have resulted in a loss of co2 monitoring. No pt injury was reported.